Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited low impedance and a lead warning was triggered. It was also noted on rv exhibited loss of capture on magnet and non-magnet electrograms (egm). Oversensing and noise were also observed on stored egm's. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead experienced a crush by the clavicle.